Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. There was blood on the distal conductor of the lead and it was obstructed. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the helix was found bent and stretched in the sleevehead and would not extend at time of analysis. The distal conductor was obstructed by blood at 24.5 cm. Alcohol was applied to break up the blood and the stylet then moved freely thru the entire length of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant procedure that a low voltage lead exhibited high thresholds and difficult to position. It was also reported that the stylet was difficult to insert into the stylet lumen due to resistance. The lead and the stylet were removed and replaced. No patient complications have been reported as a result of this event.